Event description:
It was reported that bd insyte autoguard bc did not retract. The following information was provided by the initial reporter: there were reports of 18g insyte autoguard bc not retracting.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4037539. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. B3. The date received by manufacturer has been used for this field.